Event description:
A medwatch was received from the FDA and reported the following: implant affixed to left femur broken into two pieces and required explantation and replacement 28 days after initial implantation.

Manufacturer narrative:
Information was not provided during initial report. Reporting facility is unknown, additional information cannot be requested. Device history record review has been requested. No conclusion could be drawn as no device was returned.